Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing disconnected at the intersection where the tubing is inserted into the y connector in the nicu.

Manufacturer narrative:
The customer¿s report of a tubing disconnection was confirmed. Visual inspection of the set noted the separation was at the engagement between the bottom end of the distal smartsite port and tubing components. Further visual inspection of the separated tubing end observed insufficient solvent applied. No obvious damages or any issues were observed on the rest of the set. Functional testing was not performed due to the obvious damage. Dimensional analysis confirmed the tubing was found to be within specification. The root cause of the customer¿s report of a tubing disconnection was identified as a manufacturing issue due to insufficient solvent being applied at the engagement of the tubing.